Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the atrial lead was oversensing noise. X-ray confirmed the cause was a lead fracture. The atrial lead was capped and replaced on (B)(6) 2022. The patient was in stable condition post-procedure.